Manufacturer narrative:
Patient information is unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) for an esophageal varices banding procedure, performed on (B)(6), 2011. According to the complainant, two bands successfully deployed onto the target site however, the device stopped working and no more bands would deploy off the ligator head. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.